Manufacturer narrative:
Evaluation: a work order search was performed for similar complaints within the search and no similar complaints were found.

Event description:
The reporter stated that the surgeon was folding a three piece silicone lens model aq2010v using forceps to insert in pt's eye and the lens tore. This surgeon does not use any injector or cartridge to insert lenses. There was no pt contact or injury.